Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
On (B)(6) 2025, the recipient had verbal conflict with his neighbor, which turned into physical assault and he was reported to receive few hits on the implant site. Afterwards, the recipient could not hear with the device. Mild localized pricking pain was reported. Further technical checks are considered. X-ray was recommended.